Event description:
As reported to MFR on (B)(6) 2011: pt was carrying an abdominal aortic aneurysm (renal) extended to both iliac and the right hypogastric. This aneurysmal pathology was progressive anatomically since its inception in (B)(6) 2005 and (B)(6) 2006, but asymptomatic. Its etiology is atherosclerotic. When dr. Met pt for consultation on (B)(6) 2009, after having caught the anatomical worsening, he proposed the "classic" or endovascular surgical treatment, explaining the pt the "respective merits and hazards of these techniques." The endovascular approach was chosen for (B)(6) 2009, so seven months later. The indication for surgery is consistent with the principles of vascular surgery in this area. The endovascular treatment of aorto-bi-iliac aneurysmal lesions is a recognized and validated alternative to conventional surgery. In the case of this pt, "a problem" related to the device, required a crossed revascularization and induced a thrombosis of the right hypogastric. This technique cannot be attributed to the dr. And his team. Note: it is not inappropriate to say that the "classic" surgical treatment (flattening, median aorto-bi-iliac bypass) could also be complicated by obliteration of the right hypogastric, this one being interested in the iliac aneurysmal process. This procedure was complicated by a mechanical blockage of the security wire of the right stent. The right leg is blocked against the wall of the iliac aneurysm sealing, ipso facto, the right hypogastric or internal iliac artery. This mechanical accident requires the placing of a left aorto-uni-iliac stent and a left-right crossed bypass, "the right hypogastric being vascularised in retro. Obviously and a posterior, the pelvic vascularisation was and remains anatomically vulnerable by lack of alternate collateral branches. The hypogastric or internal iliac arteries vascularize with their branches (mine in the human body), part of the gluteal masses and the penis (internal pudendal arteries). In general anatomy, these branches are arranged variably, and it is likely in the case of this pt that the gluteal and internal pudendal branches have been and are hypo-vascularised by thrombosis of the proximal trunk. This explains the gluteal pain and erectile dysfunctions. It is not hypothetical to raise a more recent bypo-vascularisation of the left hypogastric that would explain the appearance of gluteal pain in the left side and the utter impotence. These negative events are inherent to the surgical technique, whether conventional or endovascular. Add'l info (from physician) received (B)(6) 2011. Aortic-biiliac endovascular graft with a right internal iliac artery branched graft. During deployment of the aortic graft, the black security wire was stuck. After numerous attempts, the physicians managed to release the fixation stent, but the right leg of the device was printed against the aortic wall. Not able to cross the device leg through neither an ipsilateral approach or through a crossover contralateral approach. The physician performed an endovascular conversion with placement of a left aortic-single iliac endovascular graft with an iliac extension and an end-to-end crossover bypass. Placement of plug of the proximal stent of the branched graft. The right internal iliac artery had retrograde vascularization. Pt complaints of discontinuous gluteal claudication on the right side with the appearance of pain limiting his walk perimeter to 50-100 meters, and for a few months now, pain in the left side while walking. The pain of the right side appears after an ascent of only 15 steps. He reported tingling in the left arch of the foot and the base of the toes, changeable, inconstant. He also reports an erectile dysfunction (total impotence) for several months. This impotence, of vascular cause, has been authenticated by the ad hoc echo doppler and normal dosages of testosterone. The gluteal claudication force him to cease his previous work activities (temporary stoppage unit (B)(6) 2010). The inactivity, dixit, is due to a weight gain of (B)(6). No digestive problems, smoking reduced for 4 years to 3 cigarettes a day. He drives his car normally.

Manufacturer narrative:
Expiration date is unk as lot number is unk. Age of device is unk as lot # is unk. (B)(4) - add'l surgical procedure is not listed in the instructions for use. (B)(4) - difficult to deploy is not specifically listed in the instructions for use. Device MFR date is unk as lot # is unk. Event is still under investigation.